Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft collapse could not be confirmed through this investigation; furthermore, the cause of the reported event could not be determined. Additionally, the report of suspected thrombus could not be confirmed through this investigation. A direct correlation between the device and the reported elevations in lactate dehydrogenase (ldh) could not be determined through this investigation. Evaluation of the submitted controller log files confirmed clock not set alarms which appeared consistent with full depletion of the 14v lithium-ion batteries and the system controller's internal backup battery. Additionally, the reported elevations of pump power were confirmed via review of the submitted log file and appeared to have been captured during pulsatility index (pi) events. The reported low flows could not be confirmed through review of the submitted log file. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 04nov2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The ¿how your heart pump works¿ section outlines battery charge level, fuel gauge display, and visual/audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in for coke colored urine and low flow alarms on pump. Treatment consisted of heparin and tissue plasminogen activator infusion. Computed tomography angiography to visualize outflow graft which revealed severe stenosis due to collapse of proximal outflow graft. This was subsequently re-stented in catheter lab. Echocardiogram showed ejection fraction at 20-30%. Computed tomography head with no acute abnormality. Thrombus was suspected due to patient¿s history of noncompliance with warfarin/international normalized ratio, the pump being off for an indeterminate amount of time, and the patient¿s urinary symptoms. Lactate dehydrogenase trended consistently high 2680, 2735, 2645, 2780, 2680, 2365 no change with heparin so tissue plasminogen activator infusion was initiated. Lactate dehydrogenase decreased post tissue plasminogen activator infusion.

Event description:
It was reported that the patient underwent original outflow graft stenting on (B)(6) 2019 when a computed tomography angiography (cta) revealed a large thrombus at the outflow cannula. Multiple stents were placed. Subsequent stenting was performed on(B)(6) 2020 for collapse of proximal outflow graft. Left ventricular assist device (lvad) in place with severe stenosis of the proximal outflow cannula due to kinking and partial collapse at the proximal most aspect of the endovascular stent. Patient was noted to have gortex wrapped around outflow graft. The lvad implant is situated well within the left ventricle apex and the inflow tract is not abutting the septum or left ventricular wall. No thrombus is noted.

Manufacturer narrative:
Section b5: additional information. The (B)(6) 2019 stenting is reported under MFR # 2916596-2020-05292. Section h6: additional information (device code). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was discharged. Flows were at 6-7 and no issues were noted. The patient received tissue plasminogen activator.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced coke-colored urine, but device parameters at baseline. Patient reported that he was moving his lawn and did not hear any alarms over the noise. The device was off during this and may have been off for up to two hours. Patient is having power and flow spikes. No alarms except for low voltage and pulsatility index events noted. Patient did not change controller. The log file captured yellow wrench/clock not set and was caused by the patient depleting the 14 volt battery power as well as the backup battery in the controller resulting in the pump off and the controller clock resetting to default. Length of pump off not known due to clock reset.